Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at an acceptable depth, however, severe paravalvular leak (pvl) was noted. Two balloon aortic valvuloplasties (bav) were performed with only a slight improvement in the pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted slightly higher than the first valve and reduced the pvl to mild. It was reported that the patient had significant calcium burden on the annulus and into the left ventricular outflow tract (lvot), which may have contributed to the pvl. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.